Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. The patient is not receiving therapy and will likely require surgical intervention to address the issue.

Manufacturer narrative:
The event of ipg reaching end of service was reported to abbott. The patient does not have therapy. Surgery has not been scheduled. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The event of ipg reaching end of service was reported to abbott. The patient does not have therapy. Surgery has not been scheduled. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported observation of ¿device discharge with less of one year¿ was confirmed. The root cause of the reported observation was due to the device having normal battery depletion to the end of life (eol). The estimated longevity range would have been .7 years up to 1.8 years +/- .25-year per ¿ 90205144, when using the as received programmed settings and assuming 1000-ohm program impedances, for device model 3662. The total stimulation on time was .9 years, suggesting the device had normal battery depletion at the time of the observation.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the ipg was explanted and replaced. Effective therapy was restored post operatively.